Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited changes in right ventricular (rv) pace impedance measurements. Trending displayed a few pace impedance spikes. There were no stored episodes with noise or oversensing, and all other diagnostics were normal. Further evaluation was recommended. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem; b2: outcome attributed to adverse event; b5: describe the event or problem field; d6b: explant date; h1: type of reportable event; h6: impact codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited changes in right ventricular (rv) pace impedance measurements. Trending displayed a few pace impedance spikes. There were no stored episodes with noise or oversensing, and all other diagnostics were normal. Further evaluation was recommended. Additionally, information received indicates the rv impedance jump from out-of-range measurements. Patient follow up was recommended. Subsequently, a revision procedure was performed, and the ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited changes in right ventricular (rv) pace impedance measurements. Trending displayed a few pace impedance spikes. There were no stored episodes with noise or oversensing, and all other diagnostics were normal. Further evaluation was recommended. Additionally, information received indicates the rv impedance jump from out-of-range measurements. Patient follow up was recommended. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited changes in right ventricular (rv) pace impedance measurements. Trending displayed a few pace impedance spikes. There were no stored episodes with noise or oversensing, and all other diagnostics were normal. Further evaluation was recommended. Additionally, information received indicates the rv impedance jump from out-of-range measurements. Patient follow up was recommended. Subsequently, a revision procedure was performed, and the ICD and rv lead was explanted and replaced. No additional adverse patient effects were reported.